Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation, as the circuit was discarded by the customer. Our analysis is accordingly based on the previous investigations of similar complaints and our product knowledge. Results: without the complaint device or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. Conclusion: all rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification prior to distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Device was discarded by customer.

Event description:
A hospital in (B)(6) reported that the swivel wye of an rt266 infant dual-heated evaqua2 breathing circuit was leaking. This was found after the patient was reconnected to the circuit and the hamilton t1 ventilator. No patient consequence was reported.